Manufacturer narrative:
The root cause category is non assignable (complaint not confirmed as a quality defect). Since there was no batch number or return sample available for evaluation, there was limited device specific information provided to evaluate. A batch reference number and/or return sample is needed to complete a manufacturing and technical evaluation for the wrap involved in this case. There is not a product quality related trend identified for the subclass of adverse event safety request for investigation with the product type of lower back and hip (lbh) products. The manufacturing operations employ quality control procedures which include in-process testing, thermal testing and visual inspection to ensure the quality of the product being packaged.

Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months. The device is expected to be returned for evaluation. It has not yet been received. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient expired on (B)(6) 2019. The patient was found unresponsive. No further information was provided.